Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify off no power, low battery, weak battery and battery out limit alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer¿s blood glucose value was unknown. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated there were not unattended alarms. Insulin pump will be returned for analysis.